Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 22-feb-2026. The leakage was at infusion site and had bleeding. The infusion set was in use for three days. No further information available.